Manufacturer narrative:
H3, h6: a software analysis was initiated. However, not a software issue. Complaint data analysis found the event is due to a user workflow issue as per workorder. Investigation was concluded once found that the incorrect technique was chosen for the patient. Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that issue occurred interop, 15mins delay to the procedure and no patient information provided.

Manufacturer narrative:
(H6) medtronic representative went to the site to test the imaging system and upon initial investigation of the images being black on the mobile view station (mvs) and white on the image acquisition system (ias), found the cat5 cable that is used to interface the navigation to the imaging system was damaged as the protective outter jacked was cut open in multiple places. Later also noticed that the image was acquired in the incorrect thickness on the pendant. The rt informed that once the thickness to medium changed the image was reconstructed and transferred to nav with out any issue. Investigation found that the incorrect technique was chosen for the patient. Performed a full system checkout and transfers to the navigation with out any issues. System is fully functional. B01,c07,d02 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that during a spin, the images on the mobile view station (mvs) were all black, and when they transferred to the navigation system they were all white. Representative states they tried to edit the images with no resolution. They took a second spin and the images were successful with no inaccuracies. There was no reported impact to the patient outcome. No additional information was provided.

Manufacturer narrative:
H2): continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 , #: version: 4.2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received as "lumbar fusion procedure was performed during the event".